Event description:
It was reported that during testing an incorrect display occurred. A rotablator rotational atherectomy system was being evaluated, there was no patient involved. The user "expected the device to stall when decreasing the speed from 180,000 rpm to 70,000 rpm while dynaglide mode was turned off, but device did not stall." The device kept moving and did not stop. In addition, the console speed was used higher than 180,000 rpm but the display did not go above 180,000 rpm. It was further reported that the speed was set to max and no information was available as to what rpm the user attempted to run the console. No patient complications were reported and patient's condition was stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).